Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, a crack was observed on the heartstring iii seal when it was loaded in the delivery device. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The heartstring iii device was returned to the factory for eval. It showed no signs of clinical usage or evidence of blood. The loading device was not returned. The tension spring assembly was outside of the delivery tube. The seal was completely unraveled. The green slide lock was unlocked and white plunger was depressed on the delivery device. Based upon the eval results, the reported complaint could not be confirmed as the device was rec'd in a condition making a full eval impossible. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Internal file number - (B)(4).